Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate readings on the one touch ultra 2 meter. The patient mentioned that on (B) (6) 2010, the patient obtained a 8.1 mmol/l at 12 and then a 7.0 mmol/l at 12:30. Due to the elevated reading, he increased his dosage of insulin; however, it is unknown, how much insulin the patient had taken. At an unspecified time later after taking the insulin, the patient exhibited symptoms such as feeling weak and dizzy. He then retested and obtained a 2.6 mmol/l on (B) (6) 2010. He went ahead and self-treated with more food / drink. He did not seek any further medical attention or contact his physician for assistance. On (B) (6) 2010, the patient obtained the following results that were taken less than 20 minutes from one another: 9.9 mmol/l, 5.6 mmol/l, 8.1 mmol/l and a 7.0 mmol/l. Due to the elevated reading, he increased his dosage of insulin, however, it is unknown, how much insulin the patient had taken. At an unspecified time later after taking the insulin, the patient exhibited symptoms such as feeling weak and dizzy. He then retested and obtained a 2.6 mmol/l on (B) (6), 2010. He went ahead and self -treated with more food / drink. He did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. A quality control test was not done since the patient did not have any control solution. The test strips were in good condition and not expired. The product was replaced. The complaint is being reported since the patient alleged that due to the erratic readings he obtained on the meter, he increased his dosage of insulin, later developed symptom suggestive of hypoglycemia and had to self-treat with food.